Event description:
The patient has recently been having issues with leaking cuffs, about 3 to 4 days after inserting a new tube. In the past month, she has had to change out 4 trach tubes. The caller stated that there was no patient harm, and he did not have the lot numbers of the tube.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. This report is associated to covidien cts reference (B)(4), covidien report #2936999-2013-00736.